Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Incident detail- the first insorb only fired 4 staples and then jammed. They opened another one and nothing wanted to fire. They had to open the 3rd stapler and then it only worked. 09/23/2021- follow-up response- (B)(4). Yes, it was one patient involved in the c-section and 2 insorb staplers failed. Only the 3rd stapler they opened was working and they closed the wound. No, adverse event involved. No additional medical attention was involved. Yes, there was a delay in the procedure, they had to wait to fetch more insorb staplers to close the c-section. It was a covid positive patient. 1216677-2021-00217 insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Investigation: no sample returned. Review DHR. Analysis and findings distribution history the complaint product was manufactured by epc under lot 211001 and packaged at csi in april 2021 under work order (B)(4) manufacturing record review DHR 303882 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions from the same account at the same time but for a different lot number (212001). There were no other complaints for the reported lot number 211001 from any other account. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause cannot be reliably determined as the product has not been returned. However, complaint history did show similar reported complaint conditions from the same account at the same time but for a different lot number (212001). There were no other complaints for the reported lot number 211001 from any other account. Based on this information and the complaint description, the issue could be attributed to the instrument possibly being exposed to excessive temperatures which can cause deformations in the staple and affect the assembly. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *was the complaint confirmed? No.

Event description:
The first insorb only fired 4 staples and then jammed. They opened another one and nothing wanted to fire. They had to open the 3rd stapler and then it only worked. No adverse event involved. No additional medical attention was involved. Yes, there was a delay in the procedure, they had to wait to fetch more insorb staplers to close the c-section. 1216677-2021-00217-1 insorb 30 stapler 2030 (B)(4).